Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the implantable drug infusion device. The drug being delivered was 4 mg/ml dilaudid (hydromorphone) at 0.6 mg/day. Medical history included back surgery. It was reported that there was skin break down at pump pocket site. Environmental/external/patient factors that may have led or contributed to the issue included patient has diabetes and didn¿t heal properly. There was no troubleshooting performed. The pump was explanted and the issue was resolved at the time of the report. The date of the event was (B)(6) 2019. There were no further complications reported/anticipated.